Event description:
It was reported to the company that a breach of the lead insulation was observed. This in turn is suspected to have caused noise detection. Additionally, it was reported that the helix was not extended and resulted in lead dislodgement.